Event description:
A preterm newborn infant had a double lumen uvc (umbilical venous catheter) inserted for fluid administration and lab value monitoring. Both lumens of the catheter should function completely independently of each other. In this case, when blood was aspirated from one lumen it would also back up in the other lumen. Fluids administered through one lumen would mix with fluids inside the second lumen. This could have caused inaccurate lab results and potential mixing of incompatible solutions. The problem was not discovered until the device was in place; another line was required. Manufacturer response for dual lumen umbilical vessel catheter, (brand not provided) (per site reporter): I contacted customer service at covidien. Since I did not have the ref number only the lot number and I did not know my account number, they would not let me send the device back. I asked to talk to someone else and I was disconnected. I will try again later.